Event description:
Revision of sensor lead for ongoing pain. Patient had persistent pain in the intercostal space where sensor lead was placed about 3 months after the surgery. Dr. Was monitoring this patient as he was not sure if it was the lead or something cervical that was causing this pain. We had done a system/compliance check and patient was doing well in that regard. Later it was determined that the lead was pressing into a nerve branch. Dr. Decided to move it down a level to relieve the pain.